Event description:
It was reported by the customer that a pyxis medstation system had a station on critical override. The customer stated that 2 stations still on critical override after the downtime but the device showing online in rss. The user was able to get required medications from another station and no prolonged delay in dispensing the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had 2 stations on critical override. The technical support specialist dialed into the station and updated the time to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.